Event description:
On (B)(6) 2010, a monarch sling system was implanted to treat the pts stress urinary incontinence. It was reported that, "after and as a result of the surgical implant," the pt has suffered serious bodily injuries, including pain, erosion of her internal tissue, dyspareunia, urinary issues, aggravation of a preexisting condition and other injuries. It was also reported that the pt has suffered and will continue to suffering, permanent injuries and disability.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.